Event description:
It is reported that the surgeon had difficulty inserting the articular surface into the baseplate. The surgery was completed with another articular surface with no problems.

Manufacturer narrative:
Eval summary: a complaint history search for this item/lot combination yielded no add¿l complaints for same/similar issues. A cause for the reported issue appears to be misalignment during the initial insertion attempt. Eval codes: as received one side of the dovetail feature is deformed proximally and the other side is deformed distally, indicating the poly was not properly aligned during the initial insertion attempt. The device was found to meet dimensional specifications as measured. The device history records were reviewed and found conforming, indicating the device was manufactured, inspected and packaged to specs.